Event description:
It was reported that during a coronary artery drug eluting stenting procedure, the physician was unable to cross the target lad (left anterior descending) lesion. Upon withdrawal of the device, the proximal edge of the stent was found to be "flaked". There were no consequences to the pt. This proudct is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The device has not been rec'd for eval.